Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, the pacemaker and the rv lead were used as temporary pacing system. A revision was performed, and the pacemaker was explanted along with the rv lead were explanted. No adverse patient effects were reported. The rv lead will not be returned. Additional information was received that this patient expired on the same day of the previously mentioned revision procedure, due to a pocket infection.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, the pacemaker and the rv lead were used as temporary pacing system. A revision was performed, and the pacemaker was explanted along with the rv lead were explanted. No adverse patient effects were reported. The rv lead will not be returned. Additional information was received that this patient expired on the same day of the previously mentioned revision procedure, due to a pocket infection.

Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the implantable products were used as temporary pacing system. No additional adverse patient effects were reported. The rv lead was explanted.